Manufacturer narrative:
D4 - expiration date and d4 - primary UDI number: correction. H3 and h6. Codes: updated. Device evaluation: received one (1) used device sample. As received no damage or anomalies were observed. To replicate clinical use the tracheal tube was inflated and submerged under water to identify any leakage. A leak was observed at the tip of the tracheal tube. Upon further inspection, there is a hole at the tip of the tracheal tube (main tube) exposing the fluid path. The complaint of leakage can be confirmed. The probable cause is due to a manufacturing error during the r/f form curve operation. The lot history was reviewed; no relevant nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
B3: date of event is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cuff leaks, and it happened before. The patient was intubated with a cuff, and there was leak. The cuff was tested with a cuff pressure gauge. The tube was changed with another 5.5 tube, and it worked without problems. There was patient involvement, but no harm.